Event description:
Reported due to visual disturbance requiring intervention. The physician used the emboshield device in combination with a "zilver self-expanding biliary stent" in the right internal carotid artery (rica). Reportedly, physician was made aware that the procedure he was using the embioshield device in combination with the "zilver self-expanding biliary stent" and is not recommended." The patient has a history of previous transient ischemic attack (tias), left eye blindness and communication deficiencies - described as: "hard to communicate with." The physician placed the emboshield prior to placement of the cook zilver stent. The stent placement was described as successful. The emboshield was successfully retrieved after the stent placement and reportedly, a "few minutes after the retrieval of the emboshield the patient complained of right eye visual problems described as "loss of vision below the horizon." Tissue plasminogen activator (tpa) infusion was immediately administered and a neuro consult was performed, the results of which are unknown. Reportedly, there was no neurological assessment performed prior to and during the procedure and no baseline neuro assessment was established regarding the patient's neurological status. Reportedly, the vision on the right eye "improved slightly" with the "measures taken," although it is unknow as to what extent the improvement was. The patient's hospital stay was increased due to the event. It is unknown how long the patient stayed in the hospital. It is also unknown when the patient was discharged and his status at time of discharge. Although requested, no additional patient information was provided.